Manufacturer narrative:
Per the instructions for use (IFU), valve malposition and regurgitation are known potential complications associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve malposition/embolization, including, but not limited to, improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, loss of pacing capture, rapid deployment and movement of the delivery system by the operator. The edwards sapien xt transcatheter heart valve is indicated for use in patients with symptomatic heart disease due to either severe native calcific aortic stenosis or failure (stenosed, insufficient, or combined) of a surgical bioprosthetic aortic valve who are judged by a heart team, including a cardiac surgeon, to be at high or greater risk for open surgical therapy (i.e., society of thoracic surgeons operative risk score =8% or at a =15% risk of mortality at 30 days). In this case, the cause for the event ¿placement too atrial¿ is unknown. However, may be due to the mechanisms described above. As the article did not differentiate whether the regurgitation was pvl or central; the cause for ¿regurgitation¿ is also unknown. However, may be due to the ¿high implantation¿ as described in the article; or due to implantation of the xt valve into a d shape mitral ring. Article reference: dahle g, rein k-a, fiane ae. Single centre experience with transapical transcatheter mitral valve implantation. Interact cardiovasc thorac surg 2017; doi:10.1093/icvts/ivx038.

Event description:
As reported by our affiliates in (B)(4) per article "single centre experience with transapical transcatheter mitral valve implantation", between november 2011 and september 2016, eleven patients were treated with tmvi (trans mitral valve implant). Ta puncture via left mini-thoracotomy was done in all patients. Implantation success was 100% with all valves functioning well and in good anatomical position. Second patient with vir (valve in ring) for mitral stenosis had a second valve implanted due to some mitral regurgitation caused by high implantation of the first valve.